Manufacturer narrative:
Device eval summary: device evaluation of battery charger sn (B)(4) has been completed. Upon eval, the charger would not power on. The cause of the inability to power on is a defective power brick. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick. The last pt to use this charger did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was found to have a defective power brick. The last pt to use this charger did not report any deficiencies.